Event description:
The pt initially did well following laparoscopic adjustable gastric band placement ten months ago. Recently, she has lost all early satiety and, despite accessing the port, the md was unable to pull back any fluid from the port. A fluoroscopic study of the band and port showed a disruption of tubing from the port site. This occurred with a loss of continuity at the port attachment site of the radiopaque catheter. The pt underwent replacement of the realize band port last month. The surgeon noted: "the port was dissected free from the scar and inspected. The tubing was completely disrupted from the port. The anchoring grommet remains attached to the port. The port and grommet were removed as a single unit." The pt tolerated the procedure well, and was discharged home the same day. The MFR sent us a shipper kit so they can evaluate the product.